Event description:
Customer reported instrument started visibly smoking and had a burning smell. Customer immediately unplugged the instrument. No report of injury with this event. There was no impact to patient care as a result of this incident.

Manufacturer narrative:
Manufacturer will supply an exchange instrument and requested return of instrument for evaluation.